Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The codman perforator (ID 261221) was returned for evaluation: failure analysis - the device was damaged by the customer, likely during removal from the skull. However, even with this damage, the device worked as expected and did not plunge. Root cause analysis - the potential root causes may be related to the pressure application and/or use technique.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. Failure analysis update - visual inspection was performed, and the following were noted. It was received disassembled, and a good weld was observed; however, the device was heavily soiled. The perforator was also visually inspected for any defects that could cause it to become stuck, and no abnormalities were found. Some tooling marks were identified, which were consistent with the device being removed using ¿vice grips¿ as the customer described. It was reported that the midas drill did not stop when the foot pedal was released. This device is not manufactured or sold by integra and is outside the scope of this complaint. This device would need to be investigated by the manufacturer to evaluate the allegation ¿would not stop.¿ no indication was given by the customer that the perforator failed to disengage. The spring test and drill into the pine board were not performed as the device was received disassembled. The complaint will be confirmed as the visual inspection confirms the use of tools to remove the perforator, as well as the device being received disassembled. This indicates that the device was stuck during use.

Event description:
N/a.

Event description:
A facility reported a codman perforator (ID 261221) did not stop during procedure, and the surgeon had to pull it off the mtd midas rex. The perforator was stuck in the skull and a vice grip had to be used to remove it from the patient. The event led to less than 30 minutes of surgical delay. It was ststed that the drill possibly malfunctioned by not stopping once the surgeon let off the foot pedal. Medical staff is unsure if the malfunction was due to the drill or the perforator. The perforator clicked into place in the drill. The recommended spring tests were being performed between each burr hole, and the angle of approach was perpendicular as per the instructions for use (IFU). According to information provided it is unknown if the perpendicular approach maintained through the drilling process or if was there any rocking motion included. It is also unknown if there was constant downward pressure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.